Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports one wishbone¿s arm is not moving. On (B)(6) 2017 the problem with the device was found prior to patient entering or, scheduled surgery was automatically canceled. Patient stayed in the hospital for the rescheduled surgery in two weeks.

Manufacturer narrative:
On 8/29/17 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - visual examination of device reveals debris between articulating surfaces. (B)(6) repair center confirmed complaint. Device disassembled cleaned and polished. Device history evaluation - no abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. Conclusion: failure analysis to determine root cause confirmed the complaint event. Device failed functional test. Visual examination revealed debris between precision articulating surfaces. Root cause is most likely debris, (foreign particulate or adhesive) and subsequent wear and tear.